Event description:
A liver transplant recipient anesthetized on table. When the sterile bag containing the liver was opened, the transplant surgeon immediately noted a foul odor (later became even more potent) and the case was ceased until the source of the odor could be determined. Case subsequently cancelled as cause of odor determined to be coming from at least two bags of organ preservation fluid. Samples of fluid were taken and sent to microbiology; results came back positive for a number of organisms. Preliminary results showed the following: sample [1] is original sample, directly out of bag perfusing one of the kidneys. Growth is abundant. Preliminary identifications so far are for enterococcus casseliflavus and pantoea agglomerans. Sample [2] is "sps straight out of bag into jar", and it looks clean by gram stain. Sample [3] is "sps from jar w/lt kidney" and has a gram stain similar to the original one from yesterday (mixed organisms, abundant). Sample [4] is "sps lot pbr 0060 392". Gram-positive cocci that are similar to those previously; for whatever reason they're more sparse and the gram negative organisms are not here but may appear later in culture. Sample [5] is "sps lot pbr 0074 330". This appeared clean by gram stain at the time.